Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 13, the clinician reported a failure when inserting a dental implant in type ii bone. The implant did not obtain primary stability. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
On the same day as the immediate extraction of the tooth in ada site 13, the clinician reported a failure when inserting a dental implant in type ii bone. The implant did not obtain primary stability. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.